Event description:
The physician attempted to advance a sprinter legend rx balloon to pre-dilate a severely calcified lesion with 99% stenosis at prox/mid lad but the balloon ruptured. One other non-medtronic balloon ruptured during pre-dilatation of the same lesion. An attempt was made to position an endeavor sprint drug-eluting stent, however the distal side of the stent got stuck in the lesion. When the physician withdrew the device, the stent dislodged. The dislodged stent was retrieved using a snare. No clinical sequelae were reported. Reference MFR report numbers 9612164-2011-01303.

Manufacturer narrative:
The stent was attached to a snare device. It was severely bunched and deformed. (B)(4). Evaluation, results: (lesion morphology), (dislodgement). Evaluation, conclusion: (lesion morphology).